Event description:
The digital stryker prophecy team received a report that there is an upcoming revision surgery due to an infection.

Manufacturer narrative:
Please note the correction made to the h6 method code: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there is a cement spacer visible at the site of the former ankle joint. The report indicates infection as the underlying cause. There is no further information given on the circumstances of the infection.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a report that there is an upcoming revision surgery due to an infection.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device remains implanted in the patient.